Manufacturer narrative:
(B)(4). The device history review the product hemolok ml clips 6/cart 84/box lot# 73f1800216. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
On (B)(6) 2021, the ligating clip was used during the operation on the patient. It was installed correctly and the forceps were intact but the clip broke once it was closed. The break persisted even though replaced with a ligation clip applier, with two consecutive breaks.